Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for bronchitis and an infection. The customer stated that the hospitalization was semi diabetes related. The customer's blood glucose was not recorded. The phone was disconnected from the customer. No further info was provided.